Event description:
It was reported that an asymptomatic patient presented for a routine follow up. The atrial lead exhibited high impedance and a slight increase in capture thresholds. The lead sensitivity was changed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that through remote monitoring, a trend of increasing lead impedance was observed over the implant duration of the lead. The patient would continue to be monitored.